Event description:
It was reported that the insulin pump has a partial display. Customer woke up and the screen is half black. It was stated that the customer was unsure of how it occurred. Blood glucose value is 4.5 mmol/l. Nothing further reported.

Manufacturer narrative:
Insulin pump received with severe cracks and bleeding lcd glass. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.